Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the clinical team reported that the end-user was hospitalized with diabetic ketoacidosis (dka). No additional details were available at the time of this report and follow up attempts were unsuccessful.